Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that "catheter sheered into patient (powerglide 22g, 8cm)" (B)(6) 2022: additional information provided: 22g powerglide midline while being placed in patient was unable to be advanced once access was obtained. Catheter and wire were stuck in patient. There was no reported patient harm, but patient needed intervention. No infectious diseases.